Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported upon transferring out of the motorized wheelchair she stepped onto the foot plate, lost her balance and fell down. The owner's manual warns, "do not stand on foot plate". "Do not put weight on foot plate, armrest or controller while getting into or out of the power wheelchair."

Event description:
End user alleges while transferring out of the motorized wheelchair she stepped onto the foot plate, lost her balance and fell to the ground. Allegedly, as a result of the incident the end user was hospitalized.